Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted. Section e1: telephone number:(B)(6) section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the one of the haptics of the non-preloaded intraocular lens (iol) was damaged. It is noted that there was no patient involvement, but it is unknown if the product was in contact with the patient. No medical or surgical intervention was required. No further information was provided.